Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in backup vvi mode. The patient's presenting rhythm was intermittent pacing support observed during backup vvi, with periods of intrinsic activity around 30-40 bpm. Due to low battery status further troubleshooting could not be performed. The device was removed and replaced.